Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d4.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es failed to login. The customer also stated that the user had typed their credentials, and the screen went back to the desktop screen completely bypassing the bio-ID prompt. This malfunction occurred during a case. Another device was pulled in the room. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es failed to login. The customer also stated that the user had typed their credentials, and the screen went back to the desktop screen completely bypassing the bio-ID prompt. There was another care pulled in the room. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
B3 - actual date was not provided. The description stated "last week". This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to login. A technical support specialist extracted ¿10000367718-00 pases 1.15.2 keyboard waste hot fix.zip¿ and logged in as cfn admin, configured the deployment method desired and approved the package followed by the reboot to resolve the issue. The system functioned as intended after assessed by the technical support specialist.